Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems india (omsi) for evaluation. Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the external force being applied to the insertion section because there were multiple damage on the insertion section. Olympus stated the appropriate handling of bf-uc180f and the counter measures against abnormalities in the instruction manual of bf-uc180f.

Manufacturer narrative:
The subject device was returned to omsi for evaluation. Omsi checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that the coating of the insertion tube of the device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.